Event description:
Information was received from a healthcare provider regarding a patient¿s implantable infusion pump for intractable spasticity. It was reported on (B)(6) 2016 that when coming in for a refill, a motor stall was discovered upon initial interrogation of the pump. The patient did not recently have a MRI. On (B)(6) 2016, a ¿stopped pump period may exceed tube set¿ was seen on the logs. The oldest log was on (B)(6) 2016 which was a motor stall recovery, but the motor stall was no longer in the logs. The healthcare provider (hcp) removed the drug from the pump and replaced with saline, and set to minimum rate. It was not determined what caused the motor stall. The hcp expected a volume of 3.4ml¿s of drug to be removed, and got back about 2.5ml¿s. The patient was being medicated through the pump with lioresal at a concentration of 2000mcg/ml, and a dose of 215.1mcg/day. The patient¿s status was unknown. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-infection; non complaint. Additional information received on 2016-nov-28 reported the pump alarmed while the patient was at another hospital. Patient was an inpatient at swedish medical center being treated for a toe infection not related to the pump, when the pump alarmed and motor stalls occurred. It was noted the pump problem, multiple motor stalls, and toe infection occurred simultaneously. It was noted the last motor stall occurred on (B)(6) 2016 and pump remained stalled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.